Event description:
Information was received regarding a medfusion 4000 pump. It was reported that 64 pumps had seven or more acu watchdog alerts from january through october, 2021. It was later added that there was primary audible alarms, and battery date code OEM mn151119. Smiths tamper evident seal was missing from the battery compartment and altered on the plunger head. There was a non-OEM speaker, 10.8 ohms (not counting lead resistance of~2.5 ohms),and there was no sign of fluid ingress. The j9 glue was removed. The OEM speaker counts l3, l4, and l5 equal 51, 110, and 174, respectively. Customer could not determine the cause of the alerts. It is unknown if there was any patient, or clinician injury associated with this particular occurrence.

Manufacturer narrative:
Additional information received via email from smiths manager of customer and technical support and attached by smiths medical in complaint on 09-dec-2021: I do not have any further information about this. The customer has been filing these generic complaints based on server reports they are generating themselves. As far as I know, they are not pulling individual ehls from pumps, they are just filtering reports to show ?acu watchdog error".